Manufacturer narrative:
The bwi failure analysis lab received on october 1, 2015 the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # 17245170m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: device not returned. (B)(6). Concomitant bwi products: product: carto 3 system, us catalog # fg540000, serial # (B)(4). Product: smartablate system rf generator, us catalog # m490007, serial # (B)(4). Product: smartablate system irrigation pump, us catalog # m490008, serial # (B)(4). Product: pentaray nav eco high-density mapping catheter, us catalog # d128208, lot # 17258536l. Product: soundstar eco diagnostic ultrasound catheter, us catalog # 10439011, lot # e8005531. Concomitant non bwi products: product: agilis. Product: slo st jude sheaths. (B)(4).

Event description:
It was reported that a patient, male, underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and a blood clot was confirmed through an ultrasound. During procedure, it was noted a clot formation in the left atrium and therefore, medical intervention was performed by removing the clot with a sheath (non bwi product). It is unknown the origin of formation. The patient did not require extended hospitalization. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The outcome of the patient is a full recovery. The physician's opinion regarding the cause of this adverse event is that this is due to patient's condition and unsure if procedure related. Settings during the event include: power control and all default settings. Type of anticoagulant used was heparin.

Manufacturer narrative:
(B)(4) it was reported that a patient, male, underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and a blood clot was confirmed through an ultrasound. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.